Event description:
The customer received an erroneous result for one patient sample tested for thyrotropin (tsh). The sample initially was run in an aliquot cup and resulted as 4.67 uiu/ml. The 4.67 uiu/ml value was reported outside of the laboratory. Later that same day, an additional order for free t4 was requested on the patient sample. The customer retrieved the primary tube and then ran both free t4 and tsh. The tsh resulted as 10.79 uiu/ml. The tsh was also repeated from the primary tube on a different analyzer, resulting as 11.2 uiu/ml. It was deemed that the two retest tsh results from the primary tube were in agreement with each other and the value of 10.79 uiu/ml was sent out as a corrected result. The patient was not adversely affected by the event. The tsh reagent lot number and expiration date were not provided by the customer. The field service representative was not able to determine a cause for the event. He checked the instrument for any issues and ran performance testing. Performance testing was within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be identified. There were no calibration problems. The patient was not adversely affected by the event.